Event description:
A journal article noted that during a hemodialysis treatment, the patient experienced a thrombocytopenic event using an optiflux dialyzer (type unknown). The patient's pre treatment platelet count was 180 and the post treatment platelet count was 37. Upon changing the dialyzer to the rexeed sx electron beam dialyzer, the patient's post treatment platelet count was 147.

Manufacturer narrative:
American journal of kidney disease.